Manufacturer narrative:
The device was returned to boston scientific for analysis. Upon device return and inspection, it was noted that the catheter was returned with a guidewire still inserted. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Important to mention that an attempt to withdraw the guidewire was made and it was unsuccessful. Microscope inspection showed some tissue was visibly stuck between the guidewire and the guidewire lumen at the tip of the spline cage, preventing the movement of the guidewire. The costumer attached a picture where is possible to observe that some tissue was visibly stuck between the guidewire and the guidewire lumen.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. When trying to pull back in the right inferior pulmonary vein (ripv), it was found that the wire would not move. The entire catheter was removed and it was found tissue at the catheter tip. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. When trying to pull back in the right inferior pulmonary vein (ripv), it was found that the wire would not move. The entire catheter was removed and it was found tissue at the catheter tip. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.